Event description:
It was reported that during one month post operation follow up, it was noted that the implant site was swollen and the patient had developed a hematoma. On (B)(6) 2014 the pocket was opened to address the swelling and hematoma. The patient was in stable condition post procedure.